Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control) that occurs every 30 minutes during use and had decreased water temperature control ability. Per review of wo on 11aug2023, device used on patient and no impact to the patient. Per follow up information received via email on 14aug2023, device was under investigation, no patient identifiers details received and new device had replaced. Per sample evaluation results on 14nov2023, it was reported that the level sensor was defective.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty heater. The device was evaluated and the reported issue was confirmed an alert 113 was present due to a faulty heater. The heater was replaced. It was also noted that the level sensor was defective. The level sensor was replaced. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be back in service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had an alarm 113 (reduced water temperature control) that occurs every 30 minutes during use and had decreased water temperature control ability. As per review of wo on (B)(6) 2023, device used on patient and no impact to the patient. As per follow up information received via email on (B)(6) 2023, device was under investigation, no patient identifiers details received and new device had replaced.